Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the device was returned for evaluation and the clinical observation could not be confirmed. As received, upon visual inspection, no flash or molded voids were observed with the echelon-10 micro catheter hub. No damages or irregularities were found with the catheter hub and catheter body. The catheter tip was found kinked/damaged proximal to the distal marker band. The echelon-10 micro catheter tip and distal marker band was found to be slightly crushed. The echelon-10 micro catheter was flushed, and water exited out from the distal tip. No leaks were found with the device. An in-house 0.0160¿ mandrel was used for resistance testing. The mandrel was inserted into the hub, through the body and became stuck at the kinked distal section. The device was then pressurized, and no leaks or ruptures were found on the catheter. No other anomalies were observed. The customer report of ¿catheter rupture¿ could not be confirmed as no ruptures or leaks were found throughout the entire catheter. The customer submitted image showed the customer handling the device at the catheter kink/damaged section. It is likely the customer misreported the catheter tip kink/damage as a rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the echelon microcatheter ruptured. It was reported that the patient developed a dissecting aneurysm of the vertebral artery and was planned to be treated with stent-assisted coil embolization. After the tip was shaped, the microcatheter was advanced using the guidewire. A helix spring coil was used but could not be pushed out of the tip of the microcatheter. The coil was withdrawn and replaced with one of the same model, but it also could not be pushed out of the tip. The microcatheter was withdrawn from the body and the distal end was found to be ruptured. No other damage was noted to the catheter, and there had been no other friction or difficulty during delivery. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for aneurysm embolization. The vessel tortuosity was normal. The access vessel was the femoral artery and had a diameter of 8 mm. Ancillary devices include a stryker guidewire and helix coil.